Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from japan stating the trans-jejunal enteral feeding tube balloon leaked within 2-weeks after installation. There was no reported injury. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual device from the complaint was returned without original packaging. Per visual inspection, the tube and balloon appear to be slightly discolored with foreign substance on the exterior of the device. The balloon was infused with 7cc of water. With slight manipulation, leakage was observed in the area of the proximal collar. When viewed under 50x magnification, a small hole was seen on the area of the collar. A review of the manufacturing process reveals that inspection activities to identify abnormalities to the device components are already in place at the manufacturing site and there were no identified failures in process for the balloon proximal collar tears failure mode. Although the complaint was confirmed, a root cause could not be identified. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.